Event description:
It was reported that during the device replacement procedure, the original device stopped pacing when it was removed from the pocket. Prior to explant, the device battery longevity had not yet reached elective replacement indicator (eri) status. It was noted that very little cautery was used. Upon interrogation of the device after the procedure, the device had tripped to eri. A new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. This device was included in a field action, but returned product testing found the device did perform as described in the field action. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.